Event description:
On (B)(6) 2002 - pt underwent open ventral hernia repair with bard composix mesh. Ni/ni/2011 - CT scan shows a possible infection around the area of the mesh implant.

Manufacturer narrative:
Based on info provided by the pt and hospital, the pt had a composix mesh implanted to repair a hernia on (B)(6) 2002. Nine years post implant, the pt is reporting a CT scan shows a potential infection around the area of the mesh. The director of surgery contacted davol to see if it was a recalled product, which it is not. He said the pt will likely undergo explant surgery, but that procedure has not been scheduled. While there is no indication in the info provided that suggests a device failure, infection is noted as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, to treat it aggressively. A review of mfg records was performed, including verification of device sterility, and found no evidence of a mfg-related cause for the alleged event. Given that the alleged reaction occurred nine years post implant, the reported event is addressed in the IFU, and there is no evidence or allegation of device failure, it does not appear that the bard mesh failed. However, with no sample to evaluate and no medical reports to review, no definitive conclusion can be drawn at this time.